Event description:
The customer reported to olympus, the camera head an image issue. The issue was found during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event was not determined. However, it is likely that an image was not displayed because communication failure occurred due to faulty cable, which it was disconnected and broken due to a twist. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. As to cable damage, we checked the contents described in the instruction manual at the time of product shipment and found the following descriptions. We determined that the reported phenomena might be prevented by following these descriptions. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to the phenomena identified in b5, the following phenomena were also identified during evaluation: the camera head could not be recognized and a twisted cable,. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.